Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon device interrogation, noise was noted on the patient¿s right ventricular lead. Noise reversion episodes were observed. No intervention was performed. The patient was in stable condition.